Manufacturer narrative:
Concomitant product(s): other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 25-mar-2016, UDI#: (B)(4). Product ID: etlw1628c93e, serial/lot #: (B)(4), ubd: 06-mar-2015, UDI#: (B)(4). Product ID: etlw1628c93e, serial/lot #: (B)(4), ubd: 21-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm of unknown size. It was reported that the patient presented emergently with abdominal pain 4 years later. CT showed increase in aaa diameter without visible endoleak. An open repair was attempted to explant the graft but the patient crashed when the aorta was clamped. As per the physician, there may have been loss of overlap between the ipsi limb and the left sided extension limb possibly causing an unidentified type iii endoleak. This loss of overlap may have been due to anatomical aortic remodelling. As per the physician, the cause of the death was cardiac mi possibly due to the trauma of the rupture. No additional clinical sequelae were reported.